Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). The consumer reported she noticed one tampon had the string cut too short and one tampon had the string caught up in the applicator prior to use. The tampons were not used.